Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 419488 implantable pacing lead (B)(6) 2005; 5076-52 implantable pacing lead (B)(6) 2005. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed. The proximal conductor of the lead developed a fracture due to flexing while in vivo. The distal conductor of the lead was extrinsically over-rotated, the proximal conductor of the lead became extrinsically fractured due to a cut and the exposed rv (right ventricular) defibrillation coil became extrinsically fractured due to a cut. (B)(4).

Event description:
It was further reported that the rv lead had elevated impedance.

Event description:
It was reported that the patient presented to the emergency room after two episodes of syncope resulting in falls. The patient had right knee pain and a laceration to the back of the head with a subarachnoid and/or subdural bleed. The right ventricular (rv) lead had unstable and high thresholds starting approximately fourteen months ago. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.